Event description:
It was reported that the insulin pump was not delivering insulin. Reviewed the bolus history and found a bolus of 4.0 units, but the mother stated that her son did not deliver the bolus. The caller mentioned that the customer had a manual injection to lower his blood glucose. The mother also stated that he did not receive any alarms, and the last low reservoir alarm occurred on (B)(6) 2012. The customer was not wearing the insulin pump at time of call, and the mother requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history file.